Event description:
The customer reported via phone call that their insulin pump was able to rewind but, when filling the tubing, they experienced issues. The customer's blood glucose was 240 mg/dl. Through troubleshooting, it was found that insulin was squirting out during the manual prime process. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window comers, display window, battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.